Event description:
Bedside nurse responded to the sound of disconnection on the vent. Nurse came to the bedside and saw the broken portion. Nurse held the pieces together and called for assistance. Respiratory therapist came to the bedside to fix the broken g5 flow sensor and suction valve while nurse bagged the patient. No harm to the patient because it was quickly recognized.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been indicated that the device (ventilator combined with the flow sensor) failed to work as intended at the time of the event while it was used with a patient. The root cause could not be fully determined due to the lack of information provided. There was no correction completed. There was no patient or user harm.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user within us. Report reference (B)(4). It was stated by complainant as follows: "bedside nurse responded to the sound of disconnection on the vent. Nurse came to the bedside and saw the broken portion. Nurse held the pieces together and called for assistance. Respiratory therapist came to the bedside to fix the broken g5 flow sensor and suction valve while nurse bagged the patient. No harm to the patient because it was quickly recognized." The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient. Furthermore is the issue not likely to be serious to public health but could cause serious injury or death if it were to reoccur.

Event description:
Bedside nurse responded to the sound of disconnection on the vent. Nurse came to the bedside and saw the broken portion. Nurse held the pieces together and called for assistance. Respiratory therapist came to the bedside to fix the broken g5 flow sensor and suction valve while nurse bagged the patient. No harm to the patient because it was quickly recognized.